Event description:
A customer reported that the pump screen was damaged and not responding. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance, troubleshooting, or follow-up, and no additional action was taken by technical support.